Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.25 x 20 mm tazuna, 3.5 x 15 mm powered lacrosse; guide wire: sion; guiding catheter: radiguide 6fr jr4. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, the return of the stent delivery system may have aided the investigation in determining a cause for the reported rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the mildly tortuous, calcified, 90% stenosed right coronary artery, after pre-dilatation with a non-abbott balloon, the 4.0 x 28 mm vision was advanced and crossed the lesion but during the first inflation at 10 atmospheres (atm) the balloon ruptured. Post-dilatation was completed with a 3.5 x 15 mm non-abbott balloon without issue. There was no reported patient effect. There was no additional information provided.